Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon a device check, the right ventricular lead had no sensing or threshold. The lead was found to have become dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.